Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(4), batch: 7072351.

Event description:
It was reported that the patient was experiencing inadequate stimulation due to high impedances on the leads. The patient underwent an explant procedure and was doing well postoperatively. The explanted leads were not returned per hospital policy.